Event description:
As reported by a qual rep, decrease in the abi value was observed and angiogram revealed in stent restenosis of two smart stents (6x150mm) and (6x80mm) placed in the left superficial femoral artery. Balloon dilatation was conducted and the blood flow was restored. No other events occurred. The patient is doing well now. There was 0% residual stenosis after the initial stent implantation. The patient¿s medical history is unknown. The patient was complaint on aspirin and clopidogrel.

Manufacturer narrative:
As reported by a qual rep, decrease in the abi value was observed and angiogram revealed in stent restenosis of two smart stents (6x150mm) and (6x80mm) placed in the left superficial femoral artery. Balloon dilatation was conducted and the blood flow was restored. No other events occurred. The patient is doing well now. There was 0% residual stenosis after the initial stent implantation. The patient¿s medical history is unknown. The patient was compliant on aspirin and clopidogrel. (B)(4). The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such.

Manufacturer narrative:
Please note that the implant date is (B)(6) 2014. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #9616099-2014-00511and 9616099-2014-00513.